Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, rupture, and silicone migration.

Event description:
Patient reported left side rupture, ¿left breast appeared to be slighter larger¿, ¿incredibly stressed¿, ¿aching in left breast area¿, ¿also in left back area¿, and ¿left axillary silicone adenopathy." Patient additionally reported ¿left armpit to check a lump but this was a benign fatty lump¿, not related to the device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Pain: unable to observe, as it is not related to the device. Rupture: observed, broken assessed, as surgical impact opening. Silicone migration: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. Additional observations: observed, nick assessed, as non penetrating nick.

Event description:
The device has been explanted and replaced.